Event description:
The acu-chek ultraflex infusion set tubing partially separated and leaked insulin at the luer lock-tubing connection. I kept the damaged infusion set for inspection. My blood glocose at 10:06am est read 536mg/dl on my one touch meter. I left work at that time driving approx 35 miles home. I had severe nausea, abdominal pain, leg cramps, numbness on face, chest pain, fatigue/tiredness/sleepiness.